Event description:
It was reported that the bulb of a bulb irrigation syringe component was hard to squeeze to draw up fluid and that it "pops off easily."

Manufacturer narrative:
It was reported that the bulb of a bulb irrigation syringe component was hard to squeeze to draw up fluid and that it "pops off easily." No serious injury or adverse impact to a patient or a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. The reporting facility returned samples for evaluation on 10-aug-2023 and 05-sep-2023. Samples were tested and the reported problem/issue was unable to be reproduced or confirmed. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.